Manufacturer narrative:
Unit received with blank display due to problem isolated to audio and beep anomaly due to blank display. However no audio and beep noted. Minor scratched lcd window cracked near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Event description:
The mother of a customer reported via phone call that the insulin pump has a continuous constant tone and an alarm that cannot be cleared. The customer's blood glucose reading was 219 mg/dl at the time of incident. Troubleshooting found that the insulin pump also has a blank display screen and the constant tone could not be cleared after a new battery was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.